Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0602680 lg ven attach plas port experienced a suction issue. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6)-year-old of unknown weight. The 0601610 lg ven attach plas port was returned to the manufacturer. The reported issue was unconfirmed. The investigation could not identify a definitive root cause.